Manufacturer narrative:
Clinical review: a temporal relationship exists between the liberty select cycler and the patient¿s death. However, based on the available information, it is unknown if the patient was in a pd treatment with the cycler when the patient expired. To date, the cycler has not been returned to the manufacturer for further investigation. Currently, the cause of death remains unknown and the esrd death form is not available. It was reported the cycler was not suspected to have caused the patient¿s death and the patient died of natural causes. The patient¿s past medical history of esrd, diabetes mellitus (type 2), hypertension, coronary artery disease, anemia, atrial fibrillation, hyperlipidemia, status post (s/p) knee replacement; s/p knee replacement infection of the joint; removal of knee replacement hardware and placement of a knee spacer are significant risk factors for death. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient expired while connected to the cycler. Upon follow-up with the pd nurse it was reported the patient was found deceased on (B)(6) 2019; still attached to the cycler. It cannot be confirmed if the patient was in an actual treatment when the patient died. Reportedly, 911 was called but there were no resuscitative efforts performed as the patient was already deceased and had a (do not resuscitate) dnr order. The pd nurse indicated the cause of death is unknown. The patient¿s end-stage renal disease (esrd) death certificate was requested; however, not currently available. Additionally, the nurse initially indicated an autopsy would be performed; however, in subsequent follow-up is was reported autopsy was unlikely. According to the nurse, the patient¿s nephrologist suspects the death was related to natural causes. Additionally, it was stated the cycler is not suspected to have caused the patient¿s death. Reportedly, the patient was completing all pd treatments without any issues and did not have any pd related complications prior to death (i.e. No blood pressure issues and no fluid volume overload events). The patient has a past medical history significant for end stage renal disease (esrd) on pd therapy, diabetes mellitus (type 2), hypertension, coronary artery disease, anemia, atrial fibrillation, hyperlipidemia, status post (s/p) knee replacement; s/p knee replacement infection of the joint; removal of knee replacement hardware and placement of a knee spacer. The pd nurse speculated that the presence of the knee spacer could have provoked the patient to expel a clot into circulation; however, this has not been confirmed. It was reported the patient had 1 drain alarm in cycle 2 due to the extraordinary lengthy drain time (noted above 546 minutes). The nurse was not sure what would have caused the extra-long drain time but stated that they spoke with technical services (10/24/2019) who stated that the one drain alarm is not unexpected and that another would not occur if it was a soft alarm and the patient corrected the issue. It is unknown if the patient may have been lying on the tubing and blocking flow. Nonetheless, the treatment data recorded indicates all drains satisfied at least 70% drain exit criterion (what cycler defaults to) and the 150% overfill check was met. It is unknown if the patient disconnected from the pd treatment after cycler 3 on (B)(6) 2019.